Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h11 field investigation summary. The incorrect verbiage was removed from the investigation summary. Correction to b5 and add h4. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device distal end detached. The root cause could not be identified. Based on the results of the investigation, the suggested probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during device evaluation, the cysto-nephro videoscope had a detached distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device distal end detached. The root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests that the most probable cause of the complaint traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during reprocessing of the cysto-nephro videoscope had a detached distal end. There was no patient involvement.